Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6); implanted: (B)(6) 2023; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had lead revision to address the previously reported migration. Physician attempted multiple times to replace the lead but was unsuccessful due to inability to get the lead to the correct cervical levels. The patient currently has one lead retained. X-ray showed that one lead had migrated down to top of thoracic spine and one migrated down c spine. On (B)(6) 2023: patient reported that scs is not as effective as trial was but pain has improved marginally. Pt not getting relief from device on (B)(6) 2024, device was explanted/replaced.

Event description:
Further information received indicated the issue was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot#/serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023, explanted: product type. Lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-oct-12: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a lead migration. Patient had a return of pain. The issue was resolved. 2023-oct-17: additional information was received from a manufacturer representative (rep). The rep clarified the patient's lead migrated. The cause is not known, and a successful reprogramming was completed. The issue was resolved.